Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the "1" on the pump touch screen was unresponsive. The customer's blood glucose was 204 mg/dl. Reportedly, the customer reverted to an old pump with insulin injections available for insulin therapy.